Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the patient received a burn at the electrode site during track ablation during removal of the electrode. The burn was treated with ointment. The patient is doing well and was discharged as planned.